Event description:
Related manufacturing reference number: 3006705815-2022-00149. It was reported that the patient was not getting adequate therapy due to lead migration. Lead migration was confirmed with imaging. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.